Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3 - correction is being made to previously submitted g3 - date received by manufacturer. The correct date was (B)(6) 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: instruction manual instruction manual gif/cf/pcf-190 series operation manual_4.3 using endo therapy accessories contains warnings for when using high-energy treatment devices. ¿never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.